Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/14/2010 and 02/02/2010 by phone, fax, and mail. Medical records were rec'd on 01/14/2010. A completed questionnaire has not been rec'd. (B) (4)

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon does not know the cause of the refractive surprise; but believed that it may be a possible keratoconus that was not detected pre-operatively. Add'l info has been requested.